Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) had exhibited high shock impedances with a competitor's right ventricular (rv) lead. It was reported that this patient had received several shocks but they had all been overwritten by non-treated episodes. It was also stated that there was an open condition; however, there is no trace of an alert in the system. The patient underwent defibrillation threshold (dft) testing and two commanded shocks were delivered and the impedances were within normal limits. The physician was satisfied with the system. No change was made. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.